Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 29 mmol/l. Customer's other blood glucose value was 24 mmol/l. The insulin pump received multiple insulin flow blocked alarms. Troubleshooting was performed for insulin flow blocked alarm and the issue was resolved as the insulin exited the tubing of the infusion set while priming. Troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).